Event description:
It was reported the programmer has a software issue. Follow-up attempts for additional details were unsuccessful. It was further noted that the printer needs to be checked. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer boots to the normal medtronic software. No fault was found with interrogating devices. Device also printed strip charts and reports with no faults. (B)(4): analysis found that the cable insulation was cut and taped over.